Manufacturer narrative:
Additional information: the stent was fully expanded without any issues. The patient was on dapt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was transferred in emergency presenting with acute myocardial infarction. After aspiration the lesion was pre-dilated. A resolute onyx drug eluting stent was implanted in the rca without any reported issue to treat a moderately tortuous chronic total occlusion in the rca (100% stenosis). Post dilation was performed. The device was inspected with no issues noted. Negative prep was performed. The device did not pass through any previously-deployed stent. The patient was discharged on aspirin, effient and crestor. It was reported that the patient presented with vessel occlusion and a target vessel mi due to stent thrombosis (>24 hours-30 days post implant). The patient was treated with pre-dilation and stenting to cover the onyx, the patient was moved to ICU. The physician whom was in charge for this procedure commented that as there was no abnormality in the change of electrocardiogram and blood examination, the reason was unknown. Since the patient was under hypothermia therapy, there was no subjective symptom so the reason was unknown reportedly.